Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has missing segments on the display screen. Troubleshooting found that there is only a partial display of information on the screen. Customer changed the battery but display did not return. Customer's blood glucose level was 210 mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The device was received with missing segments/partial display anomaly due to severely cracked bleeding lcd glass. Unable to perform displacement, rewind, seating and basic occlusion due to missing segments display. The device was received with scratched case and fading serial number label.